Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 28 x 2.50mm promus premier¿ drug eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the stent was lifted. The procedure was completed with a 2.5x24mm promus premier¿ stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and lifted upwards from the stent profile. The proximal stent was severely damaged with stent struts overlapping and bunched distally. This type of damage is consistent with the stent encountering resistance while withdrawing the device under resistance. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 28 x 2.50mm promus premier¿ drug eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the stent was lifted. The procedure was completed with a 2.5x24mm promus premier¿ stent. No patient complications were reported and patient's status was good.